Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk review: per (B)(4) rev 04 natus external drainage lumbar catheters - risk analysis spreadsheet hazard 3.21 - catheter shears upon removal by pulling on its exposed end. Effect (harm): delay in patient treatment , surgical intervention required. Residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. The customer confirmed they flushed the catheter with a sterile saline without preservatives before use. They also confirmed that the affected product will be returned for evaluation. Further investigation to be carried out

Event description:
Nt821707, drainage kit, lumbar - instance of the needle cannula shredding the catheter when sliding off the drain. The part was in contact with the patient. No delay in surgery, no medical intervention required. No injuries.

Event description:
(B)(4), drainage kit, lumbar - instance of the needle cannula shredding the catheter when sliding off the drain. The part was in contact with the patient. No delay in surgery, no medical intervention required. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Update to section d4, expiration date, update to section h4, manufacturing date, sterile date: feb 04, 2024. Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) units sold within past two years. Failure rate = (B)(4). Device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. Root cause/failure investigation: the complaint was confirmed, the return product was torn from the tip where the perforations are located. The silicone catheter was stretched and most likely sheared by the beveled needle used to facilitate the insertion. There were previous incidents reported where the catheter sheared, capa005401 was generated to investigate. Findings are below: evaluation of the complaint description and product tested performed found the most likely cause of the lumbar catheter failure is due to its retraction during initial placement in the patient (either with or without the guidewire still populated in the catheter) while the tuohy needle remained in position. This resulted in the sharp heel edge of the tuohy needle cutting through the lumbar catheter. The instructions for use (sd205456001 rev. Ac) contains several warnings to help prevent this from occurring in the field: page (5) five warning states: "to avoid damage to the catheter, care must be taken not to withdraw the catheter from the needle in order to reposition it in the subarachnoid space. If the catheter must be removed, withdraw the needle and catheter simultaneously". Page (5) five under precautions states: "silicone rubber tears and cuts easily. Use rubber shod forceps when handling the catheter". Page seven (7) warns: "warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously". Also, page seven (7) below step 7 list three caution statements: "caution: silicone tears and cuts easily. Use rubber shod forceps when handling silicone catheters". "Caution: hold the catheter securely at the exit site during needle and guide wire removal to prevent catheter dislodgement". "Caution: follow these points to aid needle and guide wire removal and_ to prevent damaging the catheter". Based on the investigation findings it appears that the user failed to comply with the precautions, warnings and multiple cautionary statements outline throughout the instructions for use. Failure mode: confirmed / catheter tip sheared during use.